Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchofibervideoscope exhibited an e315 incompatible scope error. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3: the aware date reported in the initial MDR was incorrect; the correct date is july 11, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction was due to damage on the charged couple device unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.